Event description:
It was reported the excluder bifurcated endoprosthesis device, implanted in 2004, had migrated approximately 15 mm proximally covering both renal arteries bilaterally. Patient is currently on dialysis.